Event description:
It was reported that this pacemaker device recorded two signal artifact monitor (sam) events due to noise caused during a surgical procedure. Upon review of the daily trend, both right atrial (ra) lead and right ventricular (rv) lead had shown decrease in pacing impedances and sensing, however those measurements were within the normal range. It was noted that the right atrial (ra) lead exhibited high thresholds at 3v. The physician decided to program the ra output to fixed output and decrease the lrl. This device remains in service. No adverse patient effects were reported.